Event description:
It was reported that the pcu and pump module devices unexpectedly shut down and could not be restarted during an unspecified infusion. The devices were not touched or bumped when this occurred. When a second pcu was used, it said battery power low when the module was connected. Drugs infusing continuously through the pumps were: epinephrine 0.5 mcg/kg/min for rate of 0.8 ml/hr in a 50 ml syringe; vasopressin: 40 milliunit/kg/hr for rate of 1.36 ml/hr in a 50 ml syringe; and milrinone: 0.5 mcg/kg/min for rate of 1.28 ml/hr in a 50 ml syringe. The patient impact was "minimal temp harm." It was later clarified that while setting up an additional pcu with syringe pump modules above the pcu infusing epinephrine, vasopressin, and milrinone through syringe pump modules on the same IV pole, there was a communication error on the pump infusing milrinone. When the clinician tried to re-start the infusion, the pcu "quit working and turned off the epi and vaso which were running." This caused a decrease in the patient's blood pressure, and the physicians were called to the patient's bedside and emergency medication (epinephrine bolus) for a code was prepared. A fluid bolus was administered to the patient, the pcu and syringe pump modules were replaced, and the infusions were restarted at increased drip rates. The emergency epinephrine bolus was not needed. The patient outcome is "unknown." Although requested, further information was not provided.

Manufacturer narrative:
Additional information: investigation conclusion: the customer¿s reported complaint of an unexpected shutdown, battery issue was not confirmed during testing. However, device logs identified evidence of a communication down event, believed related to a channel disconnect/ communication loss with both returned syringe modules on 14sep2020 at 7:23 pm. It was suspected that this event was the reported incident, although the pumps were attached to a different pcu s/n 14306786 which was returned after being requested for this investigation. Based on the device logs, the reported incident was suspected to have occurred on (B)(6) 2020 instead of (B)(6) 2020 alleged in the compliant. The first returned pcu s/n (B)(6) showed no active infusion with the syringe modules during the reported date of the incident. Iui test method results demonstrated the syringe module s/n (B)(6) male iui connector causing a channel disconnect associated to communication loss and power loss. Several contributing factors can be associated to the iui failure including green corrosion, white dried residue, fibers and unidentified film contaminants. It should be noted that in the event of a channel disconnect/ communication loss, the system is designed where the pumps will continue to infuse until the units are physically removed from the system. Results from conditioning the battery and a review of the logs confirmed that the battery for pcu s/n (B)(6) was good; however, it was not in use during the time of the incident. The pcu s/n (B)(6) battery showed below threshold capacity and should be replaced per service bulleting 592a. However, there were no issues identified at the time of the event as a results of the condition of the battery. Device inspection: returned unit was observed in overall good condition male iui p/n 10963611; date of manufacture nov2014. The male iui connector contact pins were observed with green corrosion, white dried residue, fibers and unidentified film contaminants. The incident administration set was not returned and could not be inspected. Root cause analysis: the proximate cause of the customer¿s experience with an unexpected shutdown is suspected to be a result of a channel disconnect/ communication loss event suspected to have been caused by a failed male iui connector on the syringe module s/n (B)(6). It is suspected that the syringe male iui connector failed as a result of contamination and unknown film contaminants. Device history review: review of the syringe module s/n 14237253 service history record showed the device had a manufacture date of 25nov2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 14oct2020 and indicated that this device has been returned to service. On 08oct2019, the unit was returned for a stuck plunger gripper and repaired to address the issue. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested not provided.

Event description:
It was reported that the pcu and pump module devices unexpectedly shut down and could not be restarted during an unspecified infusion. The devices were not touched or bumped when this occurred. When a second pcu was used, it said battery power low when the module was connected. Drugs infusing continuously through the pumps were: epinephrine 0.5 mcg/kg/min for rate of 0.8 ml/hr in a 50 ml syringe; vasopressin: 40 milliunit/kg/hr for rate of 1.36 ml/hr in a 50 ml syringe; and milrinone: 0.5 mcg/kg/min for rate of 1.28 ml/hr in a 50 ml syringe. The patient impact was "minimal temp harm." Although requested, further information was not provided.